Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the right ventricle lead exhibited high capture thresholds and high impedance. The right ventricle lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. As received, a partial lead, only distal portion, was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received. Additional findings not related to the reported events: visual inspection found two external insulation abrasion breaching the optim sheath at 50.2 - 50.7 cm and 57.3 ¿ 57.8 cm from the distal tip with intact silicone insulation beneath on both locations. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
New information notes that the right ventricle lead had exhibited high pacing impedance.